Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced muscle pulling over right hip and buttock, urinary incontinence, urinary tract infections and persistent urinary frequency. The patient was prescribed vesicare, antibiotics for frequent urinary tract infections, cipro, macrodantin and toviaz.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.